Event description:
A non-healthcare professional reported about a lens deformed after insertion in to the eye. The lens was removed and completed with replacement lens. Additional information was requested and received stating there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).